Event description:
Exactamix 2400 valve set, item# h938724, lot# 60673511, expiration: 4/30/2028. Lipids from port #1 found leaking back into port #10. This item has a previous history with multiple lot #'s. Current lot# not on any recall or restricted use list.